Event description:
It was reported to boston scientific corporation that a captivator ii device was used in a procedure performed on (B)(6) 2024. During the procedure, device could not remove the polyp. The procedure was completed with another the same captivator ii device. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1: initial facility name: (B)(6). Block h6: imdrf device code a050702 captures the reportable event of device failed to cut. Block h11: investigation result visual analysis of the returned device revealed that the working length (strain relief) was kinked. Functional inspection showed the device could extend and retract properly in the 10-inch loop fixture, and continuity and electrical tests found the device within specification. The reported event of the device being unable to remove the polyp was not confirmed. The risk review confirmed that "loop failure to cut" was documented in the risk analysis, and the labeling review showed no issues with device use instructions. Based on all available information, the most probable root cause assigned is "no problem detected." The kink in the working length could have been caused by procedural factors such as excessive force or improper handling, classified as an adverse event related to procedure.

Manufacturer narrative:
Block e1: initial facility name: (B)(6) . Block h6: imdrf device code a050702 captures the reportable event of device failed to cut.

Event description:
It was reported to boston scientific corporation that a captivator ii device was used in a procedure performed on (B)(6) 2024. During the procedure, device could not remove the polyp. The procedure was completed with another of the same captivator ii device. The patient's condition at the conclusion of the procedure was reported to be stable.